Event description:
It was reported that the procedure was to treat an ami pt who had two stents implanted three months prior, in the proximal to distal. Upon this new entry into the hospital, a 90% stenosis was found in the proximal lad and in the distal cx. After an intravascular ultra sound (ivus) was performed, a cutting balloon was used in the distal portion of the proximal lad. Then the penta was implanted at that site. The penta balloon was then used to dilate the stent previously deployed in the proximal to mid lad. The balloon was pressurized to 6 atm, and then to 18 atm, at which time the balloon ruptured, and a large dissection occurred. The dissection was from the left main trunk (lmt) to the distal cx and proximal to the stent in the lad. As the penta stent delivery system (sds) was being removed from the pt, the portion of shaft that was outside of the guiding catheter broke into two pieces. The end of the separated shaft was retrieved. The dissection was resolved with additional ptca. The pt was reported to be in stable condition the following night.